Manufacturer narrative:
A ge service rep performed an over-the-phone investigation and ordered a replacement rui/joystick. The rui was replaced by the biomedical engineer onsite. The system was then found to be operating as intended.

Event description:
The customer reported the remote control for the rui (remote user interface/joystick) was not functioning. This feature is critical for the imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of pt injury associated with this event.